Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump and motor anomaly. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed delivery accuracy test. No drive motor anomalies or unexpected insulin flow blocked alarms noted. The motor was tested outside of device and passed. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 noted during testing or in the pump trace download.